Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cut in the insulation of the cable. The reported issue occurred after a diagnostic procedure. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failure/ invasion due to cable unit damage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the newer malfunction: due to the damage on the cable water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.